Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the actual product has not been returned, a reproduction check was performed using a representative device (maj-2315/lot: h2831) according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. During the development stage, quality evaluations were conducted using mass production prototypes, and it was verified that "the distal cover does not come off from the endoscope during use." The parts supplier conducts sampling inspections of 3 parts for each production lot and confirms that the parts conform to the specifications each time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the distal cover likely detached from the scope easily due to the following: 1. The distal cover likely overlapped the hook on the tip of the endoscope, and therefore the distal cover did not completely get over the hook on the tip of the endoscope. As a result, the attachment was insufficient, and the distal cover was easily removed from the scope. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." "Attaching the distal cover - please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the procedure was delayed for approximately 10 minutes due to the event. However, the patient did not experience any further complications, nor require any additional intervention regarding the reported dislodged pancreatic stent. Furthermore, it was confirmed that no anti-fog agent was applied to the scope lens. Per the customer, a lubricant was most likely used during the procedure. It was also confirmed that the cover was not damaged after attaching to the scope. Once attached to the scope, the cover was pulled and twisted to ensure it did not come off the scope. The cover was pushed firmly until the hook of the distal ring was fully visible within the distal cover opening. Finally, it was reported that it is unknown if the distal cover was damaged after being retrieved from the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h7 and h9 to include information that was inadvertently not included on the previous submissions.

Event description:
The endotherapy sales specialist reported on behalf of the customer that per instructions for use, the single use distal cover placed on the end of the scope was snugged and tested prior to therapeutic endoscopic retrograde cholangiopancreatography, ercp procedure. The procedure was completed with both a pancreatic pigtail stent and a duodenal stent placed. After removal of the endoscope from inside the patient the nurse noticed that distal cover was not on the scope. The physician noticed a shadow on the x-ray that was reviewed for the presence of distal cover. The patient was rescoped, and distal cover was found in the duodenum and retrieved with a pair of forceps. Reportedly, during this retrieval the pancreatic stent was dislodged. The procedure was completed with a similar device. The reported problem did not impact the outcome of the procedure. No patient harm was reported. The event requires 2 reports for the 2 devices involved in the procedure with the following patient identifiers: 1) patient identifier # (B)(6), single use distal cover, model: maj-2315; sn/lot# (B)(6) (this report) 2) patient identifier # (B)(6),evis exera iii duodenovideoscope , model tjf-q190v.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.